Event description:
A year ago I received 3 coolsculpting treatments, typically with extremely forceful suction. It lead to a cascade of physiological problems leading to prolapsed bladder, uterus and rectum. This necessitated a hysterectomy. Just an md visit to a gynecologist (B)(6) 2016 and surgery scheduled for (B)(6) 2016.